Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The reported issue was not confirmed due to lack of sample availability. A root cause was not identified.

Event description:
A customer contacted baxter to report that the cassette was broken. Patient injury and medical intervention were not reported for this event. Patient not involved.